Event description:
Information received by medtronic indicated that the insulin pump had damaged display. Troubleshooting was performed. Customer stated that the insulin pump had been bumped. Customer stated infusion set and reservoir did not show signs of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. There are, however, multiple cracks within the lcd screen leading to a bleeding lcd display. The lcd controller as well as the circuitry adjacent to it are cracked as well. After swapping boards and cases, it turns out that pcba2 u6 is also cracked, and that this is the source of the blank display. In summary, the customer¿s report of a crack on the lcd window was not confirmed. The blank display is primarily due to a cracked pcba2 u6. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.